Event description:
The customer reported to philips that during synchronized cardioversion of a patient with atrial fibrillation the defibrillator "failed 6 discharges" while in sync mode via pads and in one case it "triggered a flutter". The customer stated that there was no adverse patient impact or injury. After the sixth shock without result the customer used another defibrillator to treat the patient. There is no indication that the other use of a second defibrillator was needed to prevent serious injury. It is unknown whether use of the second defibrillator converted the patient's rhythm.